Manufacturer narrative:
H6 - health effect clinical code: 4581 - intraocular hemorrhage. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon notes there was intraocular hemorrhage and intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of shorter length was implanted and this resolved the problem. The cause of the event was reported as unknown and noted "during the operation the patient had intraocular hemorrhage at the temporal angle, which was managed and the lens was removed.